Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized the day after peritonitis diagnosis. The same day as hospital admission, the patient was treated with vancomycin (180 mg, stat, intraperitoneal, one dose), injection amikacin (28 mg, stat, intraperitoneal, one dose) and injection meropenem (500 mg, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from the events and was discharged from the hospital. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.